Event description:
Customer reports to have received a program safety alarm while priming. Customer's blood glucose was 146 mg/dl. Customer was assisted in rewinding insulin pump. Customer was advised to monitor insulin pump. No further information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4).